Event description:
It was reported to medtronic neurosurgery that the doctor found the catheter was leaking. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
Only the catheter was returned. The drainage bag, patient line tubing, main line tubing, and stopcock were not returned. Approximately 94.5 cm of the catheter was returned. The catheter met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).